Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's drive support cap was slightly indented. The customer about two months ago woke up with a low blood glucose level of 48 mg/dl. He believed the insulin pump may have given him more insulin. The customer treated his blood glucose level with food. The customer declined troubleshooting. The device was not returned.